Manufacturer narrative:
The report of allegation of lead high impedance was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate therapy/coverage due to high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, adequate therapy was confirmed post op.